Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: (B)(6) 2013: (B)(6) m.d. History: ¿(B)(6) is a 34-year-old female who previously underwent a repair of ventral hernia repair with mesh. She had a recurrence I saw her in the office where she complained of abdominal pain related to a bulge in her abdomen. She also complained of some excess skin from weight loss. The patient wished undergo repair of her ventral hernia. I offered multiple approaches including laparoscopic surgery and no surgical [sic] whatsoever. Also, I told her that I would be happy to make a lateral incision instead of a vertical incision to remove excess skin in the process of closure. She agreed to undergo the procedure. Multiple risks were discussed including injury to bowel, infection, recurrence of the ventral hernia, flap necrosis, as well as many other risks. She gave informed consent.¿ implant procedure: open ventral hernia repair with mesh and excision of excess abdominal wall skin. Implant: gore® dualmesh® plus biomaterial (10394948/1dlmcp04) 15 x 19 cm. Implant date: (B)(6) 2013 [hospitalization dates unknown]. (B)(6) 2013: (B)(6) m.d. Operative report. Preoperative diagnosis: incisional hernia and excess abdominal wall skin. Postoperative diagnosis: incisional ventral hernia and excess abdominal wall skin. Anesthesia: general. Procedure: ¿the abdomen was prepped and draped in the usual sterile fashion. After intubation, I premarked the skin with a skin marker and a ¿quarter moon fashion¿ along the lower abdominal wall prospecting the pfannenstiel incision with which pre-existed. The incision was approximately 26 cm long. This was done after infusion with marcaine. A total of 24 cc of 0.5% marcaine were used to the entire procedure. I used a #15 blade to create a half-moon incision. I respected the excess skin controlling good the perforators as I continued my dissection along the anterior abdominals wall. The aponeurosis of the external oblique and the aponeurosis of the recuts were exposed and continued until the excess skin was completely excised. This was discarded. I then continue dissection along the anterior fascia controlling the perforators as I went until I reached the very top of the ventral hernia. This had been premarked. I then surgically excised the umbilicus from its location on the skin leaving it in place anatomically. Meticulous hemostasis was achieved for the entire procedure. I then undertook a laparotomy incision between two kocher clamps exposing the peritoneum. This was done using bovie cautery lifting the abdominal wall well up above the abdominal contents. I extended the incision over a digit inferiorly and superiorly until the laparotomy was completed. I ex1ended the incision all the way up to the location of her upper most border of her ventral hernia. The hernia was measured at 12 cm in greatest dimension in a cranial-caudal direction. At this point, I obtained a 15-cm x 19-cm gore dual-mesh. I placed stay sutures within the peritoneum protecting the bowel under a ribbon return. Great care was taken not to injure the bowel while placing any of these sutures. The gore dual-mesh was secured circumferentially with multiple sutures until the peritoneum was completely obliterated behind the gore dual-mesh. I lifted up the mesh and placed two nex1 in the mesh ensuring that there was no bowel behind the mesh. Metzenbaum scissors were used in order to create the small nicks to allow for the drainage of the seroma postoperatively. At this point, the core sutures were tied down to completely obliterate the defect. I then reapproximated the anterior abdominal wall over the mesh covering it completely with a series of #1 prolene, figure-of-eight sutures. I resected in an attenuated fashion peritoneum at the mid line and discarded it. I then made an incision in the skin of the anterior abdominal wall at the location of the umbilicus so as to allow for a creation a new hole for the umbilicus. The previous hole for the umbilicus was sutured in a linear fashion to completely obliterate the defect from the previous location of the umbilicus. At this point, I thoroughly irrigated the inside of her opened incision. I inspected for any bleeding and there was none. I reapproximated the superior flap and inferior flap at scarpa's fascia with a series of 2-0 vicryl sutures in a simple interrupted fashion. The superior and inferior flaps were brought together without tension. I then ran a 3-0 monocryl suture material to reapproximate the epidermis. The epidermis was completely reapproximated both at the umbilicus and at the inferior incision. The skin was cleaned and dried. Skin stitch was applied for sterile barrier. She had no complications. She tolerated the procedure well. The patient was awakened from anesthesia and brought to recovery room. Description of hernia being treated: implant size and fixation: post-operative period: relevant medical information: no information. Explant preoperative complaints: (B)(6) 2013: (B)(6) m.d. History: ¿the patient is a 4-year-old female who underwent an open ventral hernia repair with a gore dualmesh just more than 2 months ago. She presented with obstruction. I followed her conservatively. She did not improve. In fact, she redeveloped a white count concerning for bowel ischemia. She was acidotic. With worsening symptoms, clinical signs of sirs I brought her to the operating room after consent was obtained. I fully informed her on the multiple risks as previously dictated. She gave informed consent.¿ explant procedure: exploratory laparoscopy, conversion to open exploration. Lyses [sic] of adhesions. Stricturoplasty. Removal of mesh. Implantation of mesh. Explant date: (B)(6) 2013. (B)(6) 2013: (B)(6) m.d. Operative report. Preoperative diagnosis: ¿small bowel obstruction¿. Post-operative diagnosis: ¿small bowel obstruction secondary to adhesions¿ operative findings: ¿she had murky bile stained peritoneal fluid, extensive adhesions to the gore dualmesh causing a partial obstruction. I identified a stricture in the jejunum at an area where abandoned adhesions had caused occlusion. The distal bowel was collapsed. The proximal bowel was quite dilated. There were some serosal injuries easily repaired. There was no frank perforation, just likely translocation from stasis from succus entericus.¿ procedure: ¿the abdomen was prepped and draped in the usual sterile fashion. I made a small nick in the skin in the right upper quadrant. A veress needle was passed uneventfully into the right upper quadrant. Abdominal insufflation was obtained with restriction to a pressure of 15 mmhg with co2 gas. A 5-mm optivue port was passed under direct visualization into the peritoneum without contact of the underlying bowel. I visualized the tissue planes as the port passed into the peritoneum using a 0 degree 5-mm scope. Once the port was placed I visualized the veress needle up in the air. There was no injury to the underlying liver. The veress was removed and the gas was switched to the existing port. I documented the multiple surgical adhesions to the gore dualmesh, although it appears that the gore dualmesh was well peritonealized. The bowel was quite dilated and continuing the operation seemed unsafe, so I converted to an open procedure. I kept the abdomen insufflated with co2 gassed as I made a small laparotomy inferior to the umbilicus. I extended this to create an adequate laparotomy. I first infused with 0.5% marcaine for local anesthesia and incised with a #10 blade. This was deepened down to the fascia. The fascia was opened with bovie cautery. I encountered the gore dualmesh. The mesh was lifted up and curved mayo scissors was used to open the gore [sic]. A finger was passed into the peritoneum and then I passed the pool sucker into the abdomen and evacuated approximately 800ml of murky peritoneal fluid. I then extended my laparotomy along the gore dualmesh until inadequate laparotomy to undertake an exploration. I delivered the small bowel and identified the multiple areas of adhesions. These were taken down with great care and series with metzenbaum scissors. I ran the small bowel from top to bottom. I identified a serosal tear which was easily repaired with a series of silk sutures taking seromuscular bites. There was no frank perforation at the site. I then identified an area of structure in the jejunum which apparently had resulted from abandoned adhesions. The distal bowel was collapsed at that point. I then opened in longitudinal fashion with the blade continuing with metzenbaum scissors and then closed it transversely in two layer faschion using a traditional heineke-mikulicz technique. The internal stitch was 3-0 chronic suture material sutured in a cannell fashion to imbricate the enterotomy in a transverse fashion. I them imbricated the stitch in a second layer with 3-0 silk suture material with a gi needle for complete closure. I palpated to ensure that there was ample opening. I palpated the bowel proximally and passed the succus entericus through the open heineke-mikulicz and there was no stricture here at this point. I once again ran the small bowel in its entirety and found no further injuries. I inspected the transverse colon, the right colon, the left colon [sic] found no injuries. I continued my exploration and found no other abnormalities. At this point, I undertook removal of the mesh. I incised the gore features which have been previously placed and completely removed the gore dualmesh as this apparently was the cause of her obstruction. I then thoroughly irrigated the abdomen with approximately 2 liters of warmed irrigation aspirated the contents. I checked for any bleeding and there was none. After the aspirate was completely clear and the particulate bilious staining, I was ensured that there was no further injury and no further contamination of the peritoneum. After having run the bow, the bow was placed once again back into the abdomen anna closure was undertaken. The permacol collagen matrix was obtained and soaked per instructions. I fashioned a 15 cm x 6 cm oval shaped portion of permacol to fit snugly into the incision without tension. I used gore suture to affix the mesh circumstantially to the ventral abdominal wall with approximately 2 cm of distance between the midline opening and the edges. I made a small rent in the mid portion of the mesh to drain the future seroma. I used a malleable retractor to protect the bowel during this process. I then reapproximated the fashion in a series of 0 vicryl sutures in a figure-of-eight fashion for a tension free closure. I thoroughly irrigated the inside of the incision. I infused with additional marcaine for local anesthesia. The skin and subcutaneous tissues were closed in a two layer fashion first with 3-0 vicryl suture material followed by 4-0 monocryl suture material. Skin stitch was applied for a sterile barrier. She tolerated the procedure well. She had no complications.¿ relevant medical information: no information. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)].I t should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2013 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2013, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: hernia recurrence, chronic pain, adhesions, bowel obstruction caused by mesh, distal bowel collapse, fluid accumulation, erosal tear, mesh lifting out of place, mesh removal. Additional event specific information was not provided.